Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states the patient was in therapy for renal support for septic shock of urinal focus, on the second day after left radical metrectomy. The therapy was hfvvc for 8 hours, with vascular access to the right jugular which was installed on (B)(6) 2015 in uti. After two hours of therapy, the circuit began to fill with micro-bubbles caused from the arterial branch. The circuit bubbles were stopped and the patient's blood was returned by means of lv. The catheter was removed and replaced with one from another vendor. The customer further clarified the incident stating the catheter was removed on (B)(6) 2015 at approximately 5:00 pm. The incident refers to the arterial (red) connector. According to information provided by the nurse who was taking care of the patient, the plug had a fissure that allowed air into the system. The connector was not repaired or replaced, the hemofiltration was suspended. They removed the catheter and installed a new catheter to restart the treatment the next day. The catheter was implanted on (B)(6) 2015, and remained in the patient until (B)(6) 2015, when it was removed. The patient is stable.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Although the sample was not received, three photos were provided by the customer. A tego connector, vendor ICU medical, was observed in the images. This information was identified from the label on the blister pouch. The evidence provided is not enough to confirm the defect, since the photos provided do not correspond to the mahurkar 13.5 catheter and the product sample was not returned. The instructions for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. Based on the evidence provided, it can be noted that the customer did not identify any defect prior to use. The catheter functioned as intended for approximately one week. No deviations were found after the DHR review. Additionally, 100% of the devices are inspected for cracked adapters per procedure. Based on the available information, the most probable root can be considered that the crack occurred due to over tightening of the adapter during the medical procedure. No additional actions are required at this time. However, it is important to note that the failure mode of cracked adapter is addressed by a corrective and preventive action (CAPA). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.